Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
In 7/05, the pt contacted lifescan alleging that his one touch ultra meter would not power on. The medical affairs specialist spoke with the pt two days later to verify and obtain info. The pt owned the reported meter for "a couple years." For the last 2 wks, he sometomes could not access the meter memory, and when he was able to access the memory, he sometimes could not get the meter to exit the memory to complete a test. The pt stated that his dr has been trying to regulate his blood glucose level "for a while." He said that it has been difficult because his daily prednisone causes his blood glucose level to increase, he has frequently had hyperglycemia. About 2 wks ago, he took additional humulin r insulin per his slinding scale.he tested again in the early evening and obtained a result of 425 mg/dl. He took his pm medications and attempted to test less than an hr later; he had pushed the memory button first to check the test result and then could not perform a blood test (per the complaint mentioned above). As he could not get a meter result, he went to the hosp to be tested. A hosp meter result of 500 mg/dl was obtained about 1 hr after the 425 mg/dl meter result. A hosp laboratory test was obtained about 2 hrs later; the result was 319 mg/dl. The dr said that his blood glucose had likely decreased because the humulin n insulin taken before he came to the hosp was taking effect. He received no treatment and was released to home. The customer care rep (ccr) was unable to resolve the meter issue. The meter, test strips, and control solution were replaced. There is no indication that the product contributed to the pt experiencing hyperglycemia. As the product issue could not be resolved through troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for medical device reportable.